Event description:
Related manufacturing reference number: 2017865-2023-38525. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the patient stopped breathing and became hypertensive. The patient's blood pressure dropped and they were intubated. Chest compressions were performed. The patient then coded and went into ventricular fibrillation. External shock therapy was delivered. The patient experienced myocardial infarction and cardiac perforation. The delivery catheter and lp were then removed. The patient then passed away. There was no allegation from the physician that the lp or catheter caused the patient's death.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.